Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with only the distal portion of the lead was returned for analysis. External insulation abrasion was noted at 15.0 ¿ 15.5 cm and at 16.7 ¿ 17.3 cm from the distal tip consistent with lead friction to the ICD can or feature of the heart. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis. External insulation abrasion.